Event description:
The customer contacted stryker to report that their device was not charging properly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Section b5 executive summary of supplemental MDR indicates: the customer contacted stryker to report that their device was not charging properly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported. Section b5 executive summary of supplemental MDR should indicate: the customer contacted stryker to report that their device was not charging properly and possibly not delivering defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported. Section h6 device code grid of supplemental MDR indicates: inappropriate/inadequate shock/stimulation. Section h6 device code grid of supplemental MDR should indicate: inappropriate/inadequate shock/stimulation, failure to deliver shock/stimulation.

Event description:
The customer contacted stryker to report that their device was not charging properly and possibly not delivering defibrillation energy. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Device evaluation: stryker evaluated the device and was not able to verify or duplicate the reported issue. The device logs were reviewed by the stryker software engineering team and it was determined that the device successfully delivered a shock of 360j. As such, no problem with the device was identified. A conclusive root cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Correction: section b3 of initial medwatch report indicates: 04/21/2025. Section b3 of initial medwatch report should indicate: 3/20/2025. Section g3 of initial medwatch report indicates: 04/21/2025. Section g3 of initial medwatch report should indicate: 3/20/2025.

Event description:
The customer contacted stryker to report that their device was not charging properly. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.